Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-17571, 1627487-2021-17573, 1627487-2021-17575. It was reported the patient's right t12 and right s1 leads had migrated. It was noted the patient had a fall and loss effective therapy on their right side. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which leads had migrated and were replaced, so all potential leads are being reported.